Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the blood clots. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. During insertion of the steerable guide catheter (sgc), the sgc could not cross through the septum. It was decided to remove the sgc completely and pre-dilate the fossa. The sgc was re-advanced and the clip delivery system (cds) was advanced; however, a few blood clots were noted on the tip of the clip. The sgc and cds were removed with the clots and replaced. An additional bolus of heparin was administered since the activated clotting time (act) was only 206 and 225. A new sgc and cds were used successfully. One clip was implanted, reducing the mr to 2+. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported thrombus was likely related to procedural conditions/user technique (suboptimal act level). The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.